Manufacturer narrative:
(B)(4). The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A followup will be submitted with all relevant information.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that for an interventional procedure to the de novo, proximal circumflex with mild tortuosity, eccentric, mild calcification with 90% stenosis with a vessel diameter of 2 mm and lesion length of 23 mm, the non-abbott guide wire was advanced to the lesion. The 2 x 20 mm rx voyager balloon dilatation catheter was soaked outside of the body. There was resistance on advancement. The balloon was inflated at the lesion but ruptured on the first inflation of 12 atmospheres for 5 seconds. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.